Event description:
The reducer was placed on the mini step. The 3 mm instrument was inserted in the reducer. The inner core of the reducer broke out and went into the patient cavity.manufacturer response (as per reporter) for trocar, mini step:will pick up the trocar.